Manufacturer narrative:
Investigation: the components have been analysed visually and microscopically. Intense metal abrasion can be found on the outer surface of the ceramic ball head as well as on the inner surface of the ceramic insert. Secondary metal transfer can also be found on the outer surface of the insert, as well as on the front face of the ball head. Batch history review: the device history file has been checked for the mentioned components and found to be according to the specification valid at the time of production. There is no indication for of a manufacturing error or material defect. Conclusion and root cause: the failure is most likely user related. Rational: the case has been discussed with a specialist from the marketing department. The metal abrasion on the bearing surfaces of both components occurred most likely due to a contact during the reposition of the hip joint intra-operatively. We assume that the ball head came in contact with the edge of the metal shell. Thus, the conspicuous metal scratch occurred. After the surgery, the metal dispensed over the bearing surfaces. There is no connection with the mentioned postoperative pain. The secondary metal transfer on the outer surface of the ceramic insert and the front face of the ceramic ball head most likely occurred during the revision surgery. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the patient underwent surgery on (B)(6) 2016 for coxarthrosis in the left hip. The patient re-visited the clinic on (B)(6) 2016 for severe pain. X-rays were taken, which showed that the cup and shaft implantation was correct. It was suspected that the patient had an infection due to a sore throat, but no infection was found in the tissue around implant when revision surgery was completed on (B)(6) 2016. Components in use listed as concomitant devices are: nk651d / biolox delta prosth. Head 12/14 36mm m. Nv154t / plasmafit plus cup size 54mm h. Nv114d biolox delta insert h 36mm sym. Nk514t / contact s plasmapore 12/14 size 14mm.